Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
Patient information was not made available from the surgeon. (B)(4) 2015 software investigation completed. Findings are that the doctors want to treat this as a sterile procedure and drape the entire head except the nose. From time to time this seems to torque the head frame which in turn creates inaccuracies posterior. Software is functioning as designed. Determined to be use error. (B)(4) 2015 a medtronic representative, following-up at the site, reported the surgeon alleged an inaccuracy of at least 5 millimeters -1 centimeter. The surgeon stated it was showing him being past the clivus while he was clearly in sphenoid. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported speaking with a doctor at a conference, and the doctor commented, alleging, that the navigation system with fusion software was inaccurate the more posterior he went during a recent transsphenoidal procedure. Along with another medtronic site representative, a discussion was held with the surgeon, at length, and it appeared the issue lies in the fact that after they trace, the doctors want to treat this as a sterile procedure and drape the entire head, except for the patient's nose. From time to time, this technique seems to torque the head frame, which in turn, creates inaccuracies posterior. It was agreed that if the surgeons want to drape over the head frame, then the dynamic reference frame (drf) would be the best option. Also noted was that this concern is likely a user error. No further details regarding this concern were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿